Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that during a rotator cuff repair procedure when pulling the suture through, two of the rep's 6.5 healix advanced knotless br anchors the suture cut through the tip of the anchors. The procedure was completed with a third like device using the same bone hole with no patient harm. The sales rep reported that there was a 10 minute delay to the procedure to remove the anchors each time and open new anchor each time. The sales rep stated that the devices were discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.